Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. During a two-vessels percutaneous coronary intervention (pci), a stent was successfully deployed in the circumflex (lcx) artery. A 2.75x28mm promus premier¿ drug eluting stent was advanced over a non-bsc guide wire and was successfully implanted. However, when the guide wire was removed, it was noted that the distal portion of the stent had double density appearance which may have been caused by the non-bsc guidewire getting wrapped around the stent struts causing distal deformation. The stent was re-wired and a 2.75 promus drug eluting stent was advanced distally to cover up the portion of deformation. No further patient complications were reported. The patient was doing well and was discharged the following day.